Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl, and a high level of ketones. Reportedly, customer was using supplies for longer than 72 hours. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous treatment, and fluids. Customer was unable to provide a release date, however, indicated the issue was resolved and no permanent damage was sustained.